Event description:
The pt received his scs sys on (B)(6) 2010. It was reported that the pt had felt a burning sensation at the ipg pocket site since the implant. He experienced this when the stimulation was on or off. The physician chose to explant and replace the ipg on (B)(6) 2010. The ipg pocket site was moved to a new site. The device was returned to the MFR for eval on (B)(6) 2010. F/u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.